Event description:
It was reported that a balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left coronary artery (lca). A 6mm x 3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. There were no complications reported, and the patient was stable post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: device evaluated by manufacturer: the device was returned for analysis. A visual inspection of the device found no issues identified with the hypotube shaft. Examination of the outer and inner shaft polymer extrusion found damage to the inner extrusion. A microscopic examination of the balloon material identified no tears or pinholes in the balloon. Tip showed no signs of tip damage. Examination of the proximal and distal markerbands found no damage. Examination noted damage to the inner shaft polymer extrusion, with stretching and bunching at 4.8cm from the distal tip. A leakage test was performed on the device using an encore inflation unit, the balloon was inflated and deflated without issue. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review if completed: a risk review was performed, and it confirmed that the event of balloon material rupture was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of no problem detected. This code was selected as the most probable complaint cause based on the information available. The allegation of balloon material rupture cannot be confirmed. Additionally, analysis identified unreported stretching and bunching to the inner shaft polymer extrusion. It is most likely that the damage occurred during device removal and the probable resistance being encountered during withdrawal where excessive tensile force was applied to the device during deployment attempts.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left coronary artery (lca). A 6mm x 3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. There were no complications, and the patient was stable post procedure.